Event description:
It was reported that cgm error 42 occurred while pump was connected to g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was given detailed instructions to reset pump, completed reset with guidance, confirmed pump settings and time, and after reset pump no longer displayed cgm error and appeared to function normally, with no further issues reported.